Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had an appointment to activate the device. During testing the user was not able to hear very well when the device was stimulated directly.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing sufficient benefit due to inadequate coupling of the floating mass transducer (fmt). Reportedly the fmt was rotated 90_. A revision surgery to re-position the coupler and fmt was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user had an appointment to activate the device. During testing the user was not able to hear very well when the device was stimulated directly. It was reported that the floating mass transducer (fmt) was rotated about 90 degrees. A round window soft coupler was used. Revision surgery took place on (B)(6) 2023. Per op report fmt was positioned with the coupler in an optimal anatomical position directly on the round niche. Coupling check was positive. The device has been activated and the user is very satisfied with the outcome.